Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation found the following findings: due to damage on up/down knob, water tightness was lost; due to damage on right/left knob, water tightness was lost; flexibility adjustment ring had a scratch; grip had a scratch; switch box had a scratch; scope cover unit had a scratch; scope-case unit had a scratch; plug unit had a scratch; light guide lens had a crack; connecting tube had a buckling; universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air water tube and jet-tube had the remains of white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from between right/left angulation control knob and up/down angulation control knob. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.